Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for one patient from the cobas 8000 c702 module. The customer suspected an interference. On (B)(6) 2026, the initial result was -320 mol/l. Upon retesting, the result was -357 mol/l. The customer performed a manual 1:2 dilution, and the calculated result was 96 mol/l. A sample from the same patient from (B)(6) 2026 was removed from storage and retested. The initial result had been 273 mol/l. The sample was retested on (B)(6) 2026 with a 1:2 saline dilution, yielding a calculated result of 90 mol/l.